Event description:
It was reported that there were lead warnings on the right ventricular (rv) lead and the right atrial (ra) lead. The rv lead had approximately sixteen thousand low impedance measurements, low sensing r-waves, and high thresholds. The ra lead had approximately seven million low impedance measurements. Sense assurance was turned off and both leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.